Manufacturer narrative:
Additional data: a4 a6 (black or african american).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left bra roll/back fat on (B)(6) 2020 using the cooladvantage coolpetite & coolsmoothpro system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with cool sculpting to the lower abdomen, flanks, submental, arms and back fat area using the cool mini and cool advantage cool curve applicators. The left bra back fat area has developed enlarged, firm tissue, the patient has been diagnosed with paradoxical hyperplasia.